Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first patient. The device was not returned for evaluation and the lot number was not provided for retained product testing and/or DHR review.

Event description:
It was reported that a doctor inadvertently extruded guttacore beyond the apex of two patients; no injury resulted.